Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer paused the arctic sun device during the use, when they tried to use it again the water did not flow. It was also reported that an alarm was occurred, and the therapy completed on the second device. The device would be evaluated at the imi facility on 24apr2021. Per follow-up information received via email on 12aug2022, the device was under evaluation at the imi facility. It was unknown about the alarm code. The date of event occurred was (B)(6) 2022. There was no patient involvement. The second device was used. Per follow-up information received via email on 16aug2022, the only information available was that temporarily the device was interrupted for inspection while the patient using it, and when they tried to restart the device afterwards, the water flow did not flow, and an alarm sounded. There was no detailed information about the alarm. The device was used on the patient, but no impact to the patient.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. The reported event was unconfirmed, device history record review was not required. The reported event was unconfirmed, labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the arctic sun device water did not flow when they paused it during use and tried to use it again. An alarm occurred. The therapy was completed on the second device. The device would be evaluated at the imi facility on 24apr2021. Per follow up information received via email on 12aug2022, the device was under evaluation at the imi facility. It was unknown about the alarm code. The date of event occurred was 08aug2022. The second device was used. Per follow up information received via email on 16aug2022, the only information available was that the system was temporarily interrupted for inspection while a patient was using it, and when it was restarted afterwards, the water flow did not flow, and an alarm sounded. There was no detailed information about the alarm. The device was used on the patient but no impact to the patient.